Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not seal tissue. Activation tones were heard, but when the device was removed bleeding occurred.

Manufacturer narrative:
(B)(4). Updated with further information provided by the customer. The complaint reportability has been re-assessed and remains a malfunction. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer has additionally reported that an end-tone was heard from the device when the issue with sealing occurred. The issue caused approximately 80 ml of bleeding, and took place during an endometrial cancer surgery.

Manufacturer narrative:
(B)(4). One used ls1037 ligasure device was received, and examination of the returned sample could not confirm the reported issue with activation. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. However, a separate and non-contributing issue of missing insulation was identified. The type of insulation damage observed is consistent with scraping the jaws against the sharp edge of a trocar or another device during insertion or removal. There is nothing known in the manufacturing process that would cause this type of slicing damage. A review of the device history records for this lot found no potentially contributing factors to the found or reported issues. The IFU included with this product cautions users to carefully insert and withdraw instruments from trocars to avoid possible damage to the device or injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: 05/11/2016. Date of follow-up report: 05/31/2016. Date of second follow-up: 07/07/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
Inspection of the returned device found that a piece of the insulation is missing and was not returned. The customer confirmed that the missing piece did not fall into the patient cavity and no patient injury occurred.